Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue with compressor has been confirmed during evaluation of received problem description and service report. Our field service engineer (fse) was on-site for further investigation. No parts were returned for further investigation, hence, root cause of the reported issue could not be determined.

Manufacturer narrative:
**UDI related data quality updates ** this event occurred on the hong kong market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. Provided in initial report: d4 serial #, corresponds to device involved in the event, which is "compressor mini 230v¿. D1 ¿ brand name ¿ previous brand name: compressor mini. Corrected brand name: compressor mini 115v 60hz. D4 ¿ version or model # - previous version or model #: compr mini 230v 50hz. Corrected version or model #: 6481779. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the compressor's compressor with motor was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).